Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The force bipolar instrument was tested by manipulating the grip disk input knobs and found a severely bent grip causing side to side/vertical misalignment of the grips. Inspection found a 0.084" offset at the tips. Further inspection found a dislodged molded insulator at the distal end, and this is related to the primary failure. Additionally, dried residue at the clamping pulley was also identified. The finding of dried residue is unrelated to both failures.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Isi has received the force bipolar instrument for investigation; however, failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) umbilical hernia surgical procedure, the force bipolar instrument jaw was dislocated. The initial reporter indicated that the instrument did not have any problem on the cable or screw. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument was grasping tissue and was not stuck in a closed position at the time of the issue. The instrument was removed normally.